Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause was not known. Customer mentioned they went to the emergency room (ER) on (B)(6) 2022 for nine hours. The customer received third party assistance from ER care providers (hcp) as they gave customer IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.